Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. Therefore, an root cause could not be established. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during embolization of an aneurysm, the implant coil detached prematurely during positioning. The coil was removed in its entirety together with the microcatheter. There was no reported intervention or patient injury.